Event description:
It has been reported to philips that the system intermittently would not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the foot switch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device cannot emit x rays intermittently. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the wired footswitch button cannot be pressed down to sufficient position and had issue with bouncing back. Fse replaced the wired footswitch. After the replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.